Event description:
The customer reported the tram did not have an output signal on the defibrillator synchronization connector. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.